Manufacturer narrative:
On (B) (6) 2009, 3 weeks after the implantation, the pt felt as if her face started to look "square or manly." On an unspecified date, the pt came into the office and the nurse stated that the pt's face did look square. The pt's jaw looked distorted as well. On (B) (6) 2009, the physician at the office did a laser treatment to the pt's face and this helped to melt the left side of the face, but the right side did not change much at all. On (B) (6) 2009, the pt looked better, but still distorted. The pt was called on (B) (6) 2009 and told the nurse that she looked terrible. The pt also told the nurse that she sought care from another dermatologist over the weekend. The dermatologist told the pt that he thought the pt was having an allergic reaction to the injections or some antibodies had formed and were reacting to the product. The dermatologist used a little hyaluronidase on part of the pt's face and also on her hands. The pt was seen by the physician on (B) (6) 2009 and had no bruising, redness or fever. The right side of the pt's jowl was swollen and the pt had little hardened areas on her face as well as swelling in her hands. The physician felt as if the pt was having an autoimmune or allergic a reaction to the product. The physician treated the pt's hands with hyaluronidase that same day. The physician wanted to make sure the hyaluronidase worked on the pt's hands before the face was treated. On (B) (6) 2009, the pt's hands looked better after the treatment. The nurse stated that the pt was doing very well and had no swelling or anything from the hyaluronidase injections. The pt had a few more granulomas on her face. The physician offered the pt steroids but the pt refused them. The pt stated she planned to return to the dermatologist. On (B) (6) 2009, the pt was upset and would not speak to the nurse. No add' l info was provided. The lot number and expiration date were 10026 and 02/2012, respectively. Granuloma skin, medical device implantation, hypersensitivity, swelling face, implant site swelling, autoimmune disorder. Add'l PMA# p020023.

Event description:
On 12/02/2009, a spontaneous report was rec'd by a nurse from a company rep regarding a (B) (6) female who rec'd an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included multiple injections of restylane with no prior problems on (B) (6) 2009 to a nasolabial folds and cheeks, on (B) (6) 2009 to the nasolabial folds, on (B) (6) 2009 to the cheeks, jowl, and corners of her mouth, and on (B) (6) 2009 to the hands, nasolabial folds, outside of the nasolabial folds, around the mouth, jowl and outer elbow. It was reported that the pt had almost become addicted to the injections but had great success in the past. The pt's skin type was white. Concomitant medications were reported as unk. The pt rec'd a 3 or 3.5 syringe injection of restylane on (B) (6) 2009; 1 syringe to the hands and 2 syringes to the cheeks. Pre-procedure medications included topical benzocaine 20%, lidocaine 6%, and tetracaine 6%. Add'l procedures at the time of implantation included dysport (abobotulium toxin) injections to the crow's feet.